Event description:
A nurse reported during a procedure, there was no cautery. The system was switched out to complete the case. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The u/s controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause could not be determined. (B)(4).